Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 53 mg/dl and hyperglycemia with a blood glucose of 400 mg/dl. The user was able to treat the blood glucose excursions with fast-acting carbohydrates and by remaining on ilet therapy with assistance from a caregiver. No emergency medical services or hospitalization was required.